Event description:
Customer reported via phone, she was waiting for her replacement insulin pump to arrive as order was put on (B)(6) 2015. Customer stated her blood glucose has been running high over 400 mg/dl due to her not having her insulin pump. Customer was requesting if the device could be sent any time sooner. Customer is returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.